Event description:
Per the clinic, the patient experienced otitis media infection which has caused the eardrum to rupture, followed by an extrusion of the electrode lead into the external auditory canal. Subsequently, the device was explanted on (B)(6) 2024. Reimplantation is planned but had not taken place at the time of this report.